Event description:
It was reported that the insulin pump had a blank display, which was not resolved by several battery changes. The customer stated that the insulin pump had no physical damage except for a couple of scrapes on the screen that had been there for a few months. Upon troubleshooting, the blank display did not return. He was advised to clean the battery cap contact, and upon reinsertion of the battery, the display returned. He observed that the insulin pump showed battery out limit and weak battery. He noted that the battery level showed 3 of 4 bars, then it showed full. The insulin pump passed the self test. He was advised to monitor the insulin pump. During a 10 minute insulin pump rest, the customer found that the blood glucose reading was over 600 mg/dl, which he treated with a manual injection. He felt high but no other symptoms. He stated that the insulin pump must have been off for some time. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.